Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient began feeling unwell and experienced confusion, vomiting, and was unwell. The patient took a fingerstick when the sometimes occurred, but no specific value was reported. The patient attempted to monitor the readings with a blood glucose meter but was unable to manage her condition. The patient¿s boyfriend called 911, and she was transported by ambulance to the hospital. No fingerstick readings were reported, but the patient would have been hyperglycemic. The patient was treated with intravenous insulin. The patient was discharged after spending a little of a week at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.